Manufacturer narrative:
Additional information: the device was manufactured between 23jul2018 to 24jul2018 . The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and the reported problem was not observed. The reported problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the roller clamp of a clearlink continu-flo solution set did not properly close, leading to free flow of solution to the patient. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.